Event description:
Device 1 of 2. Please see manufacturer's report number 1627487-2010-01230 for device 2. On (B) (6) 2010, the patient was implanted with an scs system. On (B) (6) 2010, the system was explanted due to an infection. The patient's wound had difficulty healing. The incision site had persistent drainage and granulomatous tissue developed over the site. The patient was sent to infectious disease for recommendation of long term antibiotics and cultures were taken. As of (B) (6) 2010, the patient is currently doing well and the cause and type of infection remains unknown. No further information is available.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.